Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys, expiration date: 14-apr-2021, serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 13-nov-2019. Patient code(s): (B)(4). Device code(s): (B)(4). FDA method code(s): 4117. FDA results code(s): 3221. FDA conclusion code(s): 4315. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during leadless implantable pulse generator (ipg) implant procedure the ipg exhibited high thresholds. It was also reported that the ipg deployed with tines out when contrast was injected. It was also reported that the ipg was difficult to recapture. The physician unlocked the tether but could not recapture the device into the cone of the delivery system. The physician was able to recapture the device using the blue lever on the delivery system. The ipg was repositioned and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.